Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could be determined that the foreign material was possibly simethicone. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual sif-q180 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign object inside the instrument channel and had scrape marks. There were no reports of patient involvement.